Event description:
Information was received indicating that a smiths medical cadd legacy pump stated that the cassette was not on properly. No kinks were noted in the tubing and the cassette was put on properly. The reporter also indicated that the patient is currently being seen at the hospital/emergency due to the pump not working. The md at the hospital stated that her pump had alarmed "no clamp tubing" and patient was already using the backup pump. It was also reported that the same alarm had happened on a different pump. The reporter indicated that the patient was not admitted to the hospital, ER doctor confirmed pump was working currently and the life sustaining infusion had resumed. No patient consequences were reported. No adverse effects were reported.